Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer was able to successfully charge the pump using a new tandem wall power adapter.